Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event/treatment. After the date of treatment the system is no longer available for review. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported multiple patients experienced corneal haze through out pocket post corneal inlay with loss in visual acuity. Reporter indicated some of the patients have lost two or three lines of best corrected acuity. Reporter stated the haze apparently has not been particularly responsive to steroids.